Event description:
It was reported that the patient died and the cause of death was pending. A "few days" before the death the patient had been taken to the emergency room, he was suffering from days of withdrawal symptoms including vomiting and shakes. They found this was due to a "kinked line leading from his implanted morphine pump". The patient was given fentanyl patches. The patient was also on ativan, zofran, methadone, and valium at the time. The patient went to bed on friday ((B)(6)) since he "felt a little better" but was found dead at 3:30 the next morning. The medication being delivered via the device system at the time of the reported event was not provided. It was reported that the cause of death could not be "determined" "until they receive analysis of the device". It was reported that prior to death (a day or 2 before) the patient was admitted to the hospital with narcotic withdrawal symptoms they thought the catheter was kinked but imaging taken at the hospital did not show any catheter issues. The patient was then discharged and given ativan. The next morning the patient was found dead in his home. The device system had been used to deliver fentanyl; 29ml of fentanyl were removed from the device prior to its return. The pump was returned. "Volume discrepancy" was reported. It was unknown if the pump was related to the death.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. The catheter was incomplete/ returned in segments and no significant anomaly was found with the portion of the returned catheter.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10919r64, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter; product ID 8709, lot# j10919r64, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter. (B)(4).